Event description:
Rptr tested blood glucose twice, back-to-back, within a minute or two, resulting in readings of 135 and 170, using two different fingersticks. Rptr was not experiencing any symptoms. Rptr did not have any control solution to test with.